Manufacturer narrative:
A steris technician made the necessary repairs, tested the unit, and confirmed it to be operating according to specification. No additional issues have been reported.

Manufacturer narrative:
Following the reported event, the unit was removed from service by facility personnel. A steris service technician arrived onsite to inspect the system 1e processor and found that the uv inlet hose had split allowing water to leak from the unit onto the floor and the reported event to occur. The unit remains out of service as replacement parts have been ordered. The unit will be repaired by steris.

Event description:
The user facility reported that water was leaking from their system 1e processor. Report of procedure delays. No injury was associated with the reported event.